Event description:
Transferred from st mary's hospital with recurrent staph sepsis involving pacemaker system. Both leads and generator removed. Leads sent to lab for culture which revealed staphylococcus positive culture.